Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Product ID: bi71000192, serial/lot #: (B)(6). H3) the manufacturer representative (rep) went to the site to test the imaging system. The rotor would not spin due to the stuck dingus. Rotor tractor drive damaged due to attempted manual opening with socket wrench. Lift and shift button was not working on pendant. They adjusted the door dingus. Replaced tractor drive and pendant. System passed all testing. Codes: b01, c07, d02 the pendant was returned for analysis (bi71000529). The pendant passed visual inspection. Install pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. Codes: b01, c19, d14 returned: 2025-02-26 the motor assembly was returned for analysis (bi71000192). They tested the motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed the nut for rotating the rotor assembly is missing/ broken off. Damaged assembly. Codes: b01, c07, d02 returned: 2025-02-27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after uncrating system the gantry would not open. There was no patient involvement.